Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus touch pen was unable to be calibrated and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's stylus touch pen was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).